Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 09-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that reports were not working. The technical support specialist (tss) followed the knowledge article etl fails with code 0xc0047062 and coordinated with hospital information technology (hit) to apply the required changes. Extract transform load (etl) was rechecked and confirmed running normally with no further issues reported. The system functioned as intended after the technical support specialist (tss) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es server reports were not working. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.